Event description:
It was reported that the printer does not work. The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified that the printer did not work. As a result the printer was replaced. It was also noted that the system fan was noisy, the programmer had a loose electrocardiogram (ECG) connector and the left keyboard hinge was broken.